Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported the probe was getting intermittent samples and giving error codes during an mr assisted breast biopsy. The customer also noticed the clear probe mode wouldn't function correctly. The probe was removed from the patient's breast and it was noticed there were a lot of samples jammed into the end of the needle. The samples were removed from the probe and the customer discarded the probe before the device could be saved for return for analysis. The case was completed using a second probe with no consequence to the patient. Patient information was requested but little was provided.